Event description:
It was reported that a disconnected transmitter occurred. Because of the issue, the patient's blood glucose dropped to 1.8 mmol/l and he needed assistance as he could not remain fully conscious. No information was provided regarding any other symptoms, any treatment or medical intervention, or any alarms or alerts received. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a disconnected transmitter is reportable based on the finding of signal loss greater than an hour. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.